Manufacturer narrative:
Visual inspection was performed on the returned device. The reported failure to deflate could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon did not deflate resulting in the balloon being removed fully inflated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use IFU, states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is unlikely that the IFU violation contributed to the reported complaint, given the clinical situation. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported failure to deflate could not be determined. Possible factors that may contribute to failure to deflate include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen, contrast concentration or damage to the guide wire and/or inflation lumen. Return device analysis noted stretching at the inner and outer member (shaft) proximal from the balloon proximal seal. It was also reported that the device was successfully inflated many times to nominal pressure which indicates that it was likely deflated and possibly repositioned throughout the procedure. In this case, it is possible that the repositioning of the device may have resulted in the noted inner member and outer member (shaft) stretching at the proximal from the balloon proximal seal which subsequently contributed to the reported failure to deflate; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. H6: medical device problem code 2017: incorrect removal.

Event description:
Subsequent to the initially filed report, returned device analysis identified that the shaft was separated. The account was not aware; however, all devices in place were removed as a single unit. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the bifurcation of the circumflex and left anterior descending (lad) coronary arteries with a kissing balloon technique. The 3.5x15 mm trek balloon dilatation catheter (bdc) was inflated many times to nominal pressure and then completely failed to deflate. The balloon was withdrawn inflated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.